Event description:
It was reported that the caller experienced issues with the pump battery depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the excessive battery depletion through log review and approved a replacement pump. The customer was advised to use a backup insulin pump as a precaution and instructed on how to return the faulty pump. The replacement pump was sent with guidance for receiving and storage procedures.